Manufacturer narrative:
The customer was provided with support with assistance from the ge healthcare remote technical expert. The customer was recommended to replace the power controller board to resolve the issue. No report of patient involvement. Unique identifier:(B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a failure to switch to battery when disconnected from ac power. There was no patient involvement.

Manufacturer narrative:
The customer was provided with support with assistance from the ge healthcare remote technical expert. The customer was recommended to replace the power controller board to resolve the issue. No report of patient involvement. Unique identifier:(B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a failure to switch to battery when disconnected from ac power. There was no patient involvement.